Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr), a restricted posterior leaflet with mitral annular calcification, and a small malcoaptation for a mitraclip procedure. One clip was deployed. Upon deployment a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. Two additional clips were deployed medially and laterally to the first clip to stabilize it. The final mr grade was 3. Per the physician, the slda was due to leaflet integrity.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as two additional clips were implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling. This event was further reviewed by a staff engineer clinical r&d (research and development), and the reviewer stated that ¿four (4) echocardiography videos were provided. Per the reported event details, the videos capture grasping maneuvers with the reported device; all four videos were taken pre-deployment. Two videos ("img_1106", "img_1107") capture an lvot view in which the clip is actively grasping the leaflets. The clip arms are opened to grasping arm angle and the leaflets can be visualized "bouncing " on top of the clip arms. The other two videos ("img_11090", "img_1110") capture a 3d en face view in which the delivery catheter (dc) shaft can be visualized positioned over the a2/p2 segment; there is an evident coaptation bridge observed during diastole which indicates that both leaflets are grasped by the clip. There are no device issues or abnormalities observed in the echo videos provided. Single leaflet device attachment (slda) is an event that only occurs post deployment in which the clip detaches from one leaflet while remaining attached to the other leaflet (i.e. Incomplete coaptation). As the videos were taken pre-deployment and only capture grasping maneuvers, the reported slda (incomplete coaptation) cannot be assessed or confirmed via cine evaluation. There are no other observations based on the videos provided.¿